Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was not receiving effective stimulation therapy where he needs it. The patient's scs lead was explanted and replaced with a new one. The physician placed the new lead at t5 instead of t4. Follow-up identified the patient's system was programmed and the patient reported he is receiving effective stimulation therapy in his toe and foot.